Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The device was returned and evaluated against the complaint. Visual inspection found multiple forms of damage to the inserter. Superficial scratching was observed which is consistent with a multiple use instrument. The hex feature is dinged and gouged. A portion of the threaded tip fractured from the inserter. The fractured portion was not returned. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products: unknown cup; unknown liner; unknown head; unknown stem. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the treads of the inserter shaft were damaged during an initial hip procedure. Attempts have been made and additional information on the reported event is unavailable.